Event description:
Dr. (B)(6) of (B)(6) used bio oss, lot #100412, to fill the area of extracted tooth #14 on (B)(6) 2011. After I made numerous requests to pull tooth #15 as it was infected, painful and very loose dr. (B)(6) extracted it on (B)(6)2012. Dr.(B)(6) told me I had squamous cell carcinoma in the #15, #14, #13 area on (B)(6) 2014. The cancer, stage #4 squamous cell carcinoma, was confirmed by biopsy on (B)(6) 2014. Complete maxillary bone removal from #15 thru #11 was performed on (B)(6) 2014. Dates of use: (B)(6) 2011.